Event description:
It was reported following a lap adjustable band procedure, patient (B) (6), enrolled in the (B) (4) registry, experienced an odynophagia with problem during the swallowing and with gastro-oesophageal reflux. An ibroscopy was performed on (B) (6) 2009 with these conclusions:" polyploid and ulceric cardio-oesophageal lesions. The cardiospasm is high at 5/6 cm below the cardia and enough "tight". The surgeon thinks that this could involve the same effect of a hiatal hernia. Patient was treated with esomeprazole 40 for 2 months and gaviscon. The patient's symptoms resolved with medication. The band remains implanted. The surgeon relates patient symptoms to the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device remains implanted.